Event description:
Additional information has been received that this lead had insulation issues and was fractured. Surgical intervention was performed and the lead was surgically abandoned. A new right ventricular lead and implantable cardioverter defibrillator were implanted. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A portion of the lead was returned and is undergoing analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this right ventricular (rv) lead's pacing impedance increased to > 2000 ohms and that capture thresholds had increased to 6.5v at 0.5ms. The changes occurred since the beginning of the year. The shock lead impedance was fine. The device was reprogrammed to vvi 40 to minimize pacing, and the plan was to continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was severed 11 cm from the is-1 terminal pin and that only the proximal segment of the lead was returned. Set screw marks were noted on all terminal connectors. Resistance tests were completed to assess the lead segment's electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce or confirm the reported clinical observations from the portion of the lead that was returned.